Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally it was reported that the customer intermittently experienced resistance during the fill process. Customer¿s blood glucose was 141 mg/dl. Reportedly, multiple syringe needle and other supplies were changed to address the issue and insulin delivery was resumed.